Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer received insulin flow blocked alarm. The customer's blood glucose was 450 mg/dl at the time of incident. Troubleshooting was completed and determined the alarm was caused by an occlusion in the infusion set. The customer's blood glucose was 220 mg/dl at the time of call. The insulin pump will not be returned for analysis.